Event description:
The components of the angioseal closure device would not click together during prep. There was no harm to the patient. A new device was used successfully. Manufacturer response for closure device, angioseal closure device (per site reporter), unknown.